Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection bubble on dso (downstream occlusion sensor) seal was noted. Event history log was reviewed. The reported event was duplicated by functional testing. The probable cause of the reported problem is faulty dso seal. Replaced the dso seal and the device passed all functional tests after the repair. B3 - date of event: unknown; no information has been provided to date.

Event description:
It was reported that the pump was showing error code during preventive maintenance inspection. There was no patient involvement and no patient harm reported.